Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2016. Patient closed all other background applications and reset the bluetooth. Connection was not re-established. Patient was then advised to reboot the smart phone. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 02/07/2016. The complaint of loss of connection was confirmed. A root cause could not be determined.